Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl. The customer changed out the site and the bg level was lowered. The customer thought that the site was the source of the occlusion, but was not positive. As the alarms had occurred in the past, tandem technical support was unable to perform a system check to confirm if the site was the cause.